Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: the customer's false positive results were not replicated during the retention device investigation of lot hcg4100110. A total of 29 retained devices were tested with serum sample from 29 hcg-negative clinical donors. No false positive results were observed and all retention devices yielded correct negative results at 5 minutes read time. No product deficiency was observed during the investigation. Manufacturing batch record revealed no relevant non-conformances or deviations. No abnormality was found during qc release data review. Lot hcg4100110 met qc specifications. The retained product performed as expected during in-house testing. Unable to determine the root cause of the customer's observed false positive from the provided information.

Event description:
It was reported that on (B)(6) 2015, the patient presented to the emergency room and was tested on the fisher-sure-vue hcg-stat srm/urine test. The patient's urine tested negative when read at 3 minutes, but the serum resulted positive when tested on another fisher-sure-vue hcg-stat srm/urine test of the same lot. The serum was then sent to the lab for quantification and produced a result of <0.6 miu/ml. The patient was diagnosed as not pregnant.